Manufacturer narrative:
Updated g3 - added company representative updated g3 other - added biomed engineer

Event description:
It was reported that there was an over infusion of amoxicillin-clavulanate. The incident involved a pediatric patient. The drug was ordered to infuse over 30 minutes, but infused in 3 minutes. The drug concentration of the amoxicillin-clavulanate was 530mg in 30ml equal to 17.6mg/ml. The ordered rate was 60ml/hr, with a volume to be infused of 30ml. The nurse stated that the pump was programmed to infuse the drug in 30 minutes. However, a second nurse noticed that the drug was delivered in 3 minutes. There was no patient harm. No medical or surgical intervention was required as a result of the incident. The event did not cause a delay that significantly impacted the patient's outcome. Although requested, no additional patient information provided. An internal review of the device logs showed a pump error; however it is unknown what error was received. The time of the event was 1100, although it was reported that the device logs showed an incorrect event time of 2001. Per the reporter, the issue was able to be replicated using an empty syringe. The latch was recently replaced on the syringe pump (sn (B)(6) ) on (B)(6) 2020.

Manufacturer narrative:
The customer¿s reported complaint of an over infusion of amoxicillin-clavulanate was not confirmed during a review of the logs or testing during the investigation. An external and internal inspection of the customer¿s syringe module observed the male iui connector contact pins with unidentified film contaminants. No other obvious issues or anomalies were identified with the device during the inspection which would have led to the reported complaint. Based on an analysis of the logs, there was no evidence of an infusion with the reported drug amoxicillin-clavulanate as confirmed by the customer. Similar infusions having the concentration of 530mg (drug amount) in 30ml (diluent volume) and several other infusions with diluent volume variances were noted; however, the medication during these infusions were noted as amoxicillin 0 ¿ 40kg. The specific infusion described in the event could not be determined. Additionally, the logs were identified recorded with the year 2001 between (B)(6) 2020 and (B)(6) 2020. It is suspected that this issue was related to an intermittent rtc battery failure according to a log only error code 100.6070.5 recorded. Functional testing programmed with a basic infusion and then a second infusion with similar incident parameters showed no obvious infusion issues or anomalies with the returned device. Asm test results on the returned syringe module was observed passing all three accuracy tests. Test results indicate syringe module is within specifications and performing as intended. The lithium battery that keeps the clock running showed correct voltage measurements during testing. The root cause of the customer¿s experience of an over infusion was not determined during the investigation. Test results demonstrated the syringe module operating as intended and showing the device within specification for accuracy. Review of the syringe module s/n 15543743 service history record showed the device had a manufacture date of 04/08/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/09/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the returned device.

Event description:
It was reported that there was an over infusion of amoxicillin-clavulanate. The incident involved a pediatric patient. The drug was ordered to infuse over 30 minutes, but infused in 3 minutes. The drug concentration of the amoxicillin-clavulanate was 530mg in 30ml equal to 17.6mg/ml. The ordered rate was 60ml/hr, with a volume to be infused of 30ml. The nurse stated that the pump was programmed to infuse the drug in 30 minutes. However, a second nurse noticed that the drug was delivered in 3 minutes. There was no patient harm. No medical or surgical intervention was required as a result of the incident. The event did not cause a delay that significantly impacted the patient's outcome. Although requested, no additional patient information provided. An internal review of the device logs showed a pump error; however it is unknown what error was received. The time of the event was 1100, although it was reported that the device logs showed an incorrect event time of 2001. Per the reporter, the issue was able to be replicated using an empty syringe. The latch was recently replaced on the syringe pump (sn (B)(6)) on (B)(6) 2020.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional patient demographics provided.

Event description:
It was reported that there was an over infusion of amoxicillin-clavulanate. The incident involved a pediatric patient. The drug was ordered to infuse over 30 minutes, but infused in 3 minutes. The drug concentration of the amoxicillin-clavulanate was 530mg in 30ml equal to 17.6mg/ml. The ordered rate was 60ml/hr, with a volume to be infused of 30ml. The nurse stated that the pump was programmed to infuse the drug in 30 minutes. However, a second nurse noticed that the drug was delivered in 3 minutes. There was no patient harm. No medical or surgical intervention was required as a result of the incident. The event did not cause a delay that significantly impacted the patient's outcome. Although requested, no additional patient information provided. An internal review of the device logs showed a pump error; however it is unknown what error was received. The time of the event was 1100, although it was reported that the device logs showed an incorrect event time of 2001. Per the reporter, the issue was able to be replicated using an empty syringe. The latch was recently replaced on the syringe pump (sn (B)(4) on (B)(6) 2020.